Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 404 mg/dl. The sensor they took out might have been slightly bent. The customer also stated that they had used one or two infusion sets that were recalled. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.